Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? No. How much blood did the patient lose? Not reported. Was the bleeding controlled? Yes. Were any blood products or transfusion required? If so, please explain. No. Was a laparotomy required to control the bleeding? No. What is the current patient status? Not reported. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not reported.

Event description:
It was reported that during the colorectal surgery, could not fire farther after fired 1/2, noted staples malformed with irregular shape and bleeding at the edge of the colon incision. Another device was used to complete the surgery. Operative time prolonged 1h. The patient is stable and in the hospital now.